Event description:
It was reported to vyaire medical that the bellavista1000 was presenting vertical flickering lines on screen. Furthermore, the customer confirmed that there was no patient involvment associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However; vyaire advised customer to swap the ui assy with good known another ui assy and confirmed that it worked. Furthermore, no exact root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to defective display (white vertical lines on screen partially). Customer confirmed that the unit works properly after replacing unit with new ui assy. Issue resolved with a new display.